Manufacturer narrative:
The following physical damage was noted: minor scratched lcd window and a cracked reservoir tube lip. The unit was received with blank display due to moisture damage at electronic assembly. The unit was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. (B)(4).

Event description:
The customer reported via phone call that she did not appreciate that the insulin pump was not waterproof. The patient reverted to manual injections of long-acting insulin. The patient's blood glucose is unknown. The insulin pump was returned for analysis.